Event description:
It was reported to philips that the allura device was hanging during a procedure and that fluoroscopy was unavailable. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited side and identified that there was an issue with the host pc. They replaced the bios battery and the device was returned to expected function.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the problem was with the host pc. Upon functional testing fse found issue caused by a faulty bios battery in the host pc. The fse replaced the bios battery on site. After replacement of the bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.